Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl. The user was hospitalized, treated with IV insulin and IV dextrose, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring hospitalization and is consistent with the reported inpatient treatment with IV insulin and IV dextrose. Review of the reported information indicates the insulin used for cartridge filling was described as cloudy prior to the event, which may affect insulin stability and therapeutic effectiveness. No device malfunction was alleged, and insulin delivery was resumed after the user obtained appropriate insulin and reconnected to the ilet following discharge. A follow-up MDR will be submitted if additional information becomes available.